Event description:
A caller reported that their insulin pump unexpectedly displayed a reset screen, though it did not need to be connected to a power source to turn back on. The reset did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The reset was part of a safety feature that ensures performance by resetting a microprocessor. After being informed about the implications of a reset, such as resetting certain settings and needing to manually restart some processes, the customer successfully resumed insulin use.